Event description:
It was reported that the right ventricular lead had noise in the bipolar pacing configuration. Noise was not observed outside of the pocket, nor in the unipolar pacing configuration and the impedance and capture were within normal limits. Further action is being discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).